Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, the left ventricular lead exhibited a lead impedance anomaly. X-ray revealed a lead fracture. The lead was explanted and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
Final analysis found that the lead was returned in two pieces with the guidewire fully inserted in both portions. The inner coil was noted to be fractured at 46.2 cm from the connector pin. The inner coil was also fractured and the insulation damaged at 42.6 cm from the distal tip. The guidewire was fractured in multiple locations in the distal portion. The damage found was due to the guidewire remained inserted inside the lead during the implant duration. The fractured coil resulted in the reported high lead impedance.

Event description:
The reported complaint also indicated that the physician elected to leave the guidewire inserted inside the lead during implant.